Manufacturer narrative:
Concomitant medical product: baxter bag, vial, therapy date: (B)(6) 2018. The customer¿s report of an overinfusion was not confirmed. Analysis of the pcu event log shows that the pump module was in use and infusing a basic infusion at 22ml/hr. At 8:33 pm on (B)(6) 2018, the infusion completed and the device transitioned to the kvo rate of 20ml/hr. The door was opened and the device alarmed for flo stop open for 2 seconds. The door was then closed and the user changed the vtbi to 500ml. At 6:15 am on (B)(6) 2018, the user programmed a delay for 7 minutes. At 6:22 am, the device alarmed for callback before infusion and the user restarted the infusion. At 7:44 am, the device alarmed for air in line. At 8:06 am, the device was restarted. Forty-three seconds later, the device alarmed again for air in line. The user then channeled the device off. The volume recorded as being infused during this period was 242.712ml. Rate accuracy testing was performed and the pump module was infusing fluid within specification. Functional testing of the pcu battery found the battery to have low capacity that was not resolved through battery conditioning. The battery is almost 2 years old. The cause of the ¿replace battery¿ message was identified as a battery issue unrelated to the overinfusion event. The root cause of the reported overinfusion was not identified.

Event description:
The customer reported a primary infusion of tacrolimus (5mg/ml) was programmed to infuse at a rate of 22 ml/hr over 24 hours however the bag was found empty at 0800. Also infusing were normal saline and tpn at unspecified rates. A fourth device was attached however not infusing. A tacrolimus blood level was drawn. There was no report of lasting harm. The event occurred in the oncology unit. The facility's biomed completed functional testing; it was reported that when the device was powered on, it displayed a ¿replace battery alert¿ and was then plugged into an ac power outlet. When the biomed turned the pump over to view the serial numbers, channels a, b and c were hanging on the left side of pump and were not secured to the pcu.

Manufacturer narrative:
Additional information provided: the concomitant primary IV set was received. There were no anomalies observed with the set and there were no leaks observed during functional testing and pressure testing.